Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer filled and loaded a new cartridge, and was advised to replace pump supplies as needed and resume insulin therapy.